Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock. Section: table 3.2 impella catheter components . ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported that a patient became septic during impella 5.5 support. The origin of the sepsis could not be determined. It was additionally reported that the patient experienced a gastrointestinal bleed that was believed to be unrelated to the pump. Support was continued uninterrupted. After thirteen days of support, the patient's underlying condition did not improve and therefore care was withdrawn. The patient expired. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.